Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Conclusion code updated from 67 to 78.

Manufacturer narrative:
Product ID 8709, lot# l67850, implanted: (B)(6) 1999, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced overdose symptoms following a refill. The pump was replaced on (B)(6) 2012. No rotor study or dye study was performed. The patient outcome was reported as recovered without sequelae. The device system was used to deliver morphine, fentanyl and clonidine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.